Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Later in the day when they decided to change their set they noticed the tubing coming out of the tubing connector and it seemed like it had been stretched out like it had been pulled. Customer at that time only changed the set and not the reservoir. Tested the reservoir by asking customer to push on it to see if they were able to push insulin through while disconnected, customer indicated there was a big resistance.